Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure was not seen/no essure was located / the essure was not seen on right and left') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: do not recall if she had a confirmation test. Concurrent conditions included uterine leiomyoma, pelvic pain female and body mass index normal. In 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal):unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal):unspecified"), cystitis ("infection (bladder/ urinary tract/vaginal):unspecified"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("pain- hip pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain / loss (specify which one)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and migraine ("migraines /headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, back pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, cystitis, migraine, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, pain in extremity, arthralgia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pain in extremity, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). After essure removal injuries or symptoms resulted from essure decreased or resolved but did not specified any. The essure was not seen. At this point attention was turned to trying to locate the left essure. In a similar fashion, a salpingectomy was performed on the left side, but again no essure was located. At this point, the decision was made to proceed with a hysterectomy. It was assumed that the essure were deep into the interstitial and unable to be safely removed without doing a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received: case become incident. Previously reported event "injury" was updated to new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal), migraines /headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, lower back pain, leg pain, hip pain , bladder or urinary problems or changes and following event were added from mr. The essure was not seen/no essure was located. Medical history, reporter information added. Patient demographics added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure was not seen/no essure was located / the essure was not seen on right and left') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: do not recall if she had a confirmation test. Concurrent conditions included uterine leiomyoma, pelvic pain female and body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal):unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal):unspecified"), cystitis ("infection (bladder/ urinary tract/vaginal):unspecified"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("pain- hip pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain / loss (specify which one)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraines /headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, cystitis, migraine, allergy to metals, dyspareunia, fatigue, weight increased, pain in extremity, arthralgia, bladder disorder and urinary tract disorder outcome was unknown and the back pain, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 165 lbs. After essure removal injuries or symptoms resulted from essure decreased or resolved but did not specified any. The essure was not seen. At this point attention was turned to trying to locate the left essure. In a similar fashion, a salpingectomy was performed on the left side, but again no essure was located. At this point, the decision was made to proceed with a hysterectomy. It was assumed that the essure were deep into the interstitial and unable to be safely removed without doing a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) conducted, specify :yes. Result of confirmation test: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter, insertion date, lab data, event : pelvic pain, abdominal pain added. Outcome of the event pain were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.